Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA leaked insulin. The following information was provided by the initial reporter: material no. 320122 batch no. 7139702 it was reported that there are drops of insulin left behind after injection. Verbatim: consumer reported, when taking injection, she does not keep the patient end in site for the count of 10 seconds. Stated, when she removes the pen needle, there are some drops of insulin left behind. Stated, she does not like the 4mm and wanted to know the next size up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA leaked insulin. The following information was provided by the initial reporter: material no. 320122. Batch no. 7139702. It was reported that there are drops of insulin left behind after injection. Verbatim: consumer reported, when taking injection, she does not keep the patient end in site for the count of 10 seconds. Stated, when she removes the pen needle, there are some drops of insulin left behind. Stated, she does not like the 4mm and wanted to know the next size up.